Event description:
It was reported that prior to implant, during pre programming of the ICD an error message appeared regarding the charger capacitor. A charge capacitor was performed but the error message was still indicated. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis found that the devices battery was depleted due to high current draw. The high current condition was lost during testing. It is not determined what caused the high current.